Manufacturer narrative:
An event regarding osteolysis involving an unknown shell was reported. The event was confirmed by medical review. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿failure of biologic fixation nineteen years status-post total hip arthroplasty with osteolysis secondary to wear through of the polyethylene with metallosis is not unexpected. Persistent groin pain and a second revision four years later after seating the revision acetabular component on allograft in a compromised host acetabulum is also not unexpected. The second revision was to a zimmer component, which subsequently was infected. From the available clinical information there is no evidence of implant related factors.¿ product history review: a product history review could not be performed as the device was not properly identified. Complaint history review: a complaint history review could not be performed as the device was not properly identified conclusions: the reported event regarding osteolysis was confirmed based on the clinician¿s review. The clinician stated, ¿failure of biologic fixation nineteen years status-post total hip arthroplasty with osteolysis secondary to wear through of the polyethylene with metallosis is not unexpected. Persistent groin pain and a second revision four years later after seating the revision acetabular component on allograft in a compromised host acetabulum is also not unexpected.¿ the exact root could not be determined at this time. If further information becomes available the complaint will be reopened and re-evaluated.

Event description:
Medical review: ¿on (B)(6) 2009 a revision of the left acetabular component and femoral head with an allograft to the acetabulum was performed for a diagnosis of failed left acetabulum with osteolysis. The operative report notes "marked black metal-on-metal synovitis ... Entire thigh and hip" and "an extensive synovectomy ... Complete wear through the poly ... Head was articulating with metal in dome with wear away of one of the acetabular screws". The report further notes, "cup was loose ... Removed with osteotomes ... Posterior column ... Erosion through to sciatic notch and erosion into pubis and ischium ... Filled with 60 ml of allograft ..."